Manufacturer narrative:
The animas cde concluded that there were no mechanical problems found with the pump. The pt continued to use the pump with no reports of further blood glucose excursions at this time. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported blood glucose of 586 mg/dl after infusion set change; she reported nausea without other symptoms; she did not check her ketone level. She stated that she delivered correction doses with the pump and manual injections. Blood glucose continued to test at around 500 mg/dl. The pt noted that she corrected with syringe only and hyperglycemia did not resolve. She denied redness or moisture at infusion site; she uses only abdominal infusion sites but did not report scar tissue. She noted that she can see part of the cannula through window of the infusion set. The pt said that she used insulin from a bottle that is nearly empty and stated that she was unsure when the bottle was opened. She revealed that she was experiencing higher than usual levels of stress recently. The pt reviewed the pump and discovered that the time and date were programmed incorrectly, the basal and bolus settings are accurate, there are no associated alarms in the history, the pump has not been suspended, and no temporary basal rates have been programmed. The delivery was difficult to evaluate due to erroneous time and date settings. The animas cde noted that poor absorption at infusion site and expired insulin were the likely causes of the blood glucose.